Event description:
(B)(4). The dentist reported the non osseointegration of three dental implants ti titamax ex implant (4.1)3.75x11 mm, but did not provide further information about the cases.

Manufacturer narrative:
(B)(4).